Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the high definition lcd monitor had no image. It was reported that the green led light next to the power lights up, but the monitor and monitor buttons did not light up. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a couple of non-reportable phenomena such as the front panel not working, and a protective panel appearance defect were confirmed. The reported event related to the image blackout was confirmed, but the monitor not starting was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image blackout could not be identified. However, it¿s likely the cause is related to a defect/bad printed circuit board. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the monitor not starting could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.